Event description:
On 08/07/2009, correspondence was received from a competitor company reporting that the patient had been experiencing frequent occlusion errors (competitor infusion device) since "mid 2009". The errors occurred at all times of the day during basal and bolus delivery. The infusion site and tubing has been changed multiple times sometimes in the same day. The patient's physician confirmed that the patient does not have scar tissue. The patient's blood glucose has been very high (value not provided) as a result of occlusion errors and the mother has injected insulin via syringe to lower the patient's blood glucose. She stated that during priming insulin drips instead of streams form the infusion tubing. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was returned for evaluation.